Event description:
I was using a new philips sonicare protectiveclean 5300 toothbrush and began choking. I examined the product and noticed several bristles had dislodged and I was choking on the bristles. I have notified philips directly and following a brief dialogue with them they have stopped responding and have failed to offer a solution.